Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2010, pt reported experiencing an occlusion associated with bleeding and leaking of insulin at the infusion site. Pt stated after the occlusion alarmed on the infusion device, he noticed insulin leaking from underneath the plastic of the infusion set. Pt reported, he removed the infusion site and noticed blood coming from his skin at the site. Pt stated, he replaced the infusion set and reconnected to the infusion device. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced; no product return was requested.